Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, water tightness is not maintained due to holes in the curved rubber, wrinkles in insertion part, bending angle is insufficient due to elongation of the angle wire, scratches on insertion part serpentine tube, coating on insertion guide serpentine peeled off (1-2mm or more), curved rubber adhesive missing, dirt on tip cover difficult to remove, switch 4 scratched, universal code crushed, and scratches on universal code. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, on an evis lucera bronchovideoscope for pinhole in the curved rubber. Upon inspection and testing of the customer returned device, the scope insertion guide serpentine coating was found peeling (1-2mm or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the coating which had peeled from the insertion tube. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the device was either mishandled or subjected to stress forces during use. Olympus will continue to monitor field performance for this device.